Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited the bending section cover adhesive was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped bending section cover adhesive, the cause was due to an expected or random component failure without any design or manufacturing issue. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.